Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information has been unsuccessful. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article "snare-assisted valve positioning of self-expanding valves for transcatheter aortic valve replacement" vol. 3, no. 4 april 2021 658-62. Abstract: we describe 4 cases in which technical challenges were anticipated in delivering a self-expanding tavr valve due to challenging aortic anatomy or a previous placed surgical aortic valve. An upfront snare strategy is described which facilitates valve centralization and atraumatic valve delivery. Case 1: an (B)(6) male patient with a 21mm edwards carpentier-edwards surgical aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to degeneration, severe stenosis, and moderate regurgitation. Patient presented with nyha class iii symptoms. A 23mm evolut pro+ was implanted inside the 21mm valve.